Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. Based on the investigation there was no malfunction observed with the system. The patient self treated the hypoglycemia event and no medical attention was required.

Event description:
On (B)(6) 2019, senseonics was made aware of an adverse event where a patient using eversense cgm system experienced a hypoglycemia event and reported that the eversense cgm system did not provide an alert for low glucose.